Manufacturer narrative:
No patient information is available because no patient was involved. The adjustment screw has debris in the threads causing slight difficulty setting the clamp. The screw head also has tool marks all around. The retainer ring on the tip of the adjustment screw has been stretched from over tightening allowing some slippage in the movement of the clamp face. However, the clamp remains functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported damage to a spine clamp. It was reported that the clamp mechanism does not tighten properly. No patient was present when this was discovered, and details on how this damage occurred are not available.